Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (f154788), a fluoroscopy check was performed and showed no infolding past the 2nd node. This confirmed a good load and no other markings or disruption in the valve. The valve was deployed at 80% when the valve was noted to be constrained and an infold was seen. It was determined to recapture the valve and remove the valve and delivery catheter system (dcs) from the patient. A new valve (f156081) and dcs was loaded and checked under fluoroscopy again. No issues were noted. The dcs was inserted, and the valve was deployed at 80% with severe constraining was noted on the valve. At the time, it was suspected that a potential bicuspid nature of the native valve that may have been overlooked. A recapture was performed and the dcs and valve was removed. A pre-balloon aortic valvuloplasty (bav) was performed with a 25 millime ter (mm) non-medtronic balloon. The valve was checked again under fluoroscopy, and it was determined to be a good load. The valve was implanted successfully. No additional adverse patient effects were reported. Of note, the initial valve was deployed at the back table, and it showed an infold from the inflow to about 80% of the valve. It was believed that the native tissue was most likely the cause for the constraint and forced the valve to infold as the valve was recaptured while crossing the natural annulus.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the second valve was reinserted into the patient for implant following the pre balloon aortic valvuloplasty (bav). Of note, there was approximately a 5 minute or less procedural delay that occurred. Per the physician, there was a possibility that this may have been a bicuspid valve that was potentially missed in the pre-case discussions.